Event description:
Prodisc-l was implanted at l5-s1 and antegra at l4-l5. Vertebral body fracture was not appreciated at time of post-op CT scan. Radiologic review noted l5 vertebral body fracture in 2009. Operative intervention not anticipated; patient without restrictions. To date, patient has no complaints, no restrictions and removal is not planned. This is the 4th of 6 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Implant remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.